Event description:
During a revascularization one admiral xtreme and 2 in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg (r-2). Approximately 7 months later restenosis of the right sfa occurred (r-2). The % stenosis was 55%. Patient was treated with one admiral xtreme and one in.pact admiral paclitaxel-eluting pta balloon catheter. The event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.